Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with an open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Retainer ring = black customer complained about the device having critical pump error on event date of (B)(6) 2021. The device received with critical pump error after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump error. Successfully downloaded firmware using crest. The insulin pump failed to enter recovery mode preventing download of history files and traces using thus. The device was cut open with corrosion on the force sensor assembly, moisture damage on the motor assembly, corrosion on the lcd assembly, severe corrosion electrical board 1 and moisture damage on electrical board 2 noted during visual inspection of the electronics. Swapped with a test electrical board 1 and the device was still in the same state. Tested with a test p-cap and the test p-cap locked in place properly. The device received with pillowing keypad overlay, scratched display window cover, scratched/peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads,, corrosion on battery tube and scratched case. The device was confirmed for critical pump error and unable to download due to severe corrosion on the radio frequency circuitry on electrical board 2. Moisture damage noted on the electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.